Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing involved delivery accuracy testing. It was found that the pump was over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. No issue was found with the pump's lock mechanism. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was also noted that the pump was difficult to lock. No adverse patient effects were reported.